Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the main cart monitor will experience episodes in which it will go black for several seconds and the system will need to be restarted to resolve the issue. The manufacturer representative additionally reports that the monitor will "become grainy" in the software occasionally when touching the screen in the corner. The manufacturer representative reports that the camera cart monitor does not experience the same issue and will continue to display software. Main cart monitor was replaced with a refurbished monitor1 month ago. There was no patient involvement.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735856. Product ID: 9735765. Product ID: 9735795. Product ID: 9735823. Multiple annex g codes were reported. G02014 corresponds to concomitant product 9735795 that comprises the reported event. G04018 corresponds to concomitant product 9735856, 9735765, and 9735823 that comprises the reported event. No hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. The monitor was replaced. Codes b01, c02, d02 apply. Evaluation of the returned monitor 9735795r lot# 23032497 found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.